Manufacturer narrative:
The reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: wound dehiscence, necrotic hematoma in subcutaneous tissue, a large serious effusion of clear yellow liquid, inflamed synovium, antibiotic treatment including vancomycin and augmentin. The provided x-rays are not dated. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per persona the personalized knee system package insert, infection is a known potential adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: all-poly patella cemented 35 mm diameter item# 42540200035 lot# 63604775, stem extension tapered cemented 14 mm diameter +30 mm length item# 42557000114 lot# 63725870, tibia cemented 5 degree stemmed left size f item# 42532007501 lot# 63419749, femur cemented posterior stabilized (ps) narrow left size 9 item #42500006601 lot # 62765027, refobacin bone cement r item# lot# 3003960001 a549cg3003. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty and was revised due to unknown reasons and was subsequently experienced a wound dehiscence, drainage, hematoma, inflammation and superficial infection and underwent a lavage and drainage procedure with replacement of the articular surface approximately three weeks' post-revision surgery . There is no other additional information provided.